Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the type iiib endoleak event was unconfirmed due to a lack of relevant medical imaging/records. Device, user, procedure or anatomy relatedness of this complaint could not be determined. No procedure related harms were identified. The final patient status was discharged on the first post-operative day home stable following the endovascular repair procedure. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply. Corrections: h6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx2 bifurcated stent graft, a vela suprarenal, and a limb stent graft. Approximately three (3) years post initial procedure, the patient presented with a symptomatic rupture and type iiib endoleak of the proximal segment of the right common iliac limb. However, the exact date of event is unknown. The physician elected to treat the patient by implanting an additional bifurcated afx2 device on (B)(6) 2019. The patient has been discharged. As of date, there have been no additional patient sequelae reported.